Manufacturer narrative:
This device was disposed of at the hospital. Objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a perforation involving this right ventricular (rv) lead occurred. It was noted that the perforation was approximately 3 cm. Surgical intervention was performed to explant this lead and replace it with a new one of a different model. No additional adverse patient effects were reported. This lead was disposed of at the hospital.